Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the radio frequency identification (rfid) sponge was linting from one of the plastic packs. There was no patient injury.